Manufacturer narrative:
Medical device name update to frn.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: this pump (B)(6) have pump malfunction and error codes, no stopped infusions or patient harm reported. Pump have been properly cleaned and reset, still have pump error messages. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The pump was returned for investigation. Complaint could not be confirmed. Device was returned for sticky pins. A mock infusion was successfully performed with no pump alarms. The device was opened and an internal investigation found a minimal amount of debris on the fva pins. The pins were cleaned and a mock infusion was performed and passed. Once the pump has successfully passed all necessary functional testing, it will be reviewed for quality release.